Event description:
It was reported, the patient experienced migraines and seizures, which started 10 months ago and the patient had a history of thyroid gland issues. It was noted ¿the thyroid gland ballooned up and blood work came back and her thyroid was up.¿ it was unknown whether or not this was related to the pump. Additional information received reported, the patient has had seizures and migraines for a couple of months since prialt was taken out of her pump. The patient was now getting vicodine by mouth. It was noted the patient was having 1-2 seizures a week. The doctor did not know what was causing her symptoms and the patient was seeing a neurologist and he had consulted with the patient¿s pain doctor to see if there could be an issue with the pump and they said they did not think it would be a granuloma because, the patient has had saline in there for so long. The patient had not had convulsive seizures before. The pump was being used to deliver saline. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
The reported event date of 2013-(B)(6) is not applicable to this event. This date was approximate and the exact event date was unknown.

Event description:
Additional information received reported that the patient had migraine auras and had a pseudo seizure due to the migraine auras that was diagnosed in 2015.